Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition issue. This complaint is against the battery cap alone. The reporter stated that the battery cap threads were stripped and that there was moisture or corrosion in the pump. Reportedly, the battery cap had been changed within 1 to 3 months. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2014 with the following findings: evidence of moisture corrosion was observed only in the battery compartment and on the battery cap contacts; no other parts of pump were effected by moisture.